Manufacturer narrative:
H6: investigation summary four mz1000 samples were received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21125529. No connecting products were received to assist the investigation. The feedback provided by the customer indicates leakage was detected from the maxzero device at the start of infusion. The customer also confirmed the complaint sample was discarded. As part of the investigation the customer provided photographs; analysis of the photographs in addition to a visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected from the maxzero. The samples were then subjected to pressure testing; again no leakage was detected from the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125529 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.

Event description:
It was reported that 3 bd maxzero¿ zero reflux IV connectors experienced leakage. The following information was provided by the initial reporter: after the start of infusion, fluid leakage from the connector was observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd maxzero zero reflux IV connectors experienced leakage. The following information was provided by the initial reporter: after the start of infusion, fluid leakage from the connector was observed.